Manufacturer narrative:
On 10/22/2019, photo evaluation was completed. Since the device is not available no tests can be performed, and no determination of possible contributing factors could be made, however a picture is available and the rupture could be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s asr exemption #e1999017. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: bilateral deflation and bilateral capsular contracture; baker grade IV on her right side, and baker grade iii on the left. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent revision breast augmentation with a 425cc mentor smooth round moderate profile and was presented with bilateral deflation and bilateral capsular contracture; baker grade IV on her right side, and baker grade iii on the left. As a result, patient underwent explantation and replacement on (B)(6) 2017 with catalog number 3504254bc; serial number: (B)(4) on the left side and with catalog number 3504254bc; serial number: (B)(4) on the right side. This report is for the patient¿s left-sided device.

Manufacturer narrative:
On 10/22/2019, mentor became aware that in the previous submission. The due date was mistakenly reported as 12/30/2017. It should be 11/21/2019 with alert date of 10/22/2019. Manufacturer¿s reference number: (B)(4).